Event description:
Patient being monitored in rm and was placed in medline twice as tough restraints for safety. Patient able to hit restraint multiple times on bedframe, with minimal effort and strength, and the twice as touch mental restraint clasp/locking mechanism would break open. Replaced the restrains and tried another set and patient was able to break free again. Patient broke out of all restraints (wrists and ankles) multiple times by hitting against the bed until metal lock failed and broke open.